Event description:
Patient skin peeled off when patient grounding pad was removed. Skin tear or burn matched the grounding pad exactly.manufacturer response for grounding pad, valley lab grounding pad (per site reporter).====================== none as of yet.